Manufacturer narrative:
(B)(4). Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. However, the motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and complete the rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the device will return for analysis.